Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was damaged and the proximal coil exposed at 29.0 cm from the connector pin due to clavicular crush.

Event description:
It was reported that during a ventricular lead revision, the atrial lead dislodged. The lead was explanted and replaced. The patient's condition was good after the procedure.